Manufacturer narrative:
The cls was not returned to saluda. The root cause of the pain at cls implant site could not be definitively determined, but the patient's weight loss may have been a contributing factor. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "temporary or persistent post-surgical pain at hardware implantation sites and the patient may require surgery (including revision, explant, and replacement) as a result.¿

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the evoke closed loop stimulator (cls) implant site. The patient had experienced significant weight loss and attributed the pain to weight loss. At the patient request, the evoke scs system was explanted.